Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was in the or for unrelated procedure. Anesthesiologist placed donut magnet directly over top of device during procedure. Patient received a shock during the use of cautery. The procedure concluded normally with no further shocks. Patient was in stable condition.